Event description:
It was reported that an autocapture threshold test could not complete due to an "ongoing magnet response". All other programming and testing could be completed without complication.

Manufacturer narrative:
Na